Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single device leaflet attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. After implantation of the second clip, a slda of the septal leaflet was noted. The clip was attached to the posterior leaflet. A third clip was placed between the first and second clip to stabilize the second clip. The tr was reduced to 3. It was noted imaging was difficult throughout the procedure with all three devices. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment in this incident could not be determined. The reported user error is related to the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. The off-label use however, did not likely influence the event. The reported poor image resolution issue was associated with the bad imaging/difficult visualization experienced during the procedure. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.